Manufacturer narrative:
Review of images from the instrument indicates that the sample was hemolyzed. Customer stated the sample does have hemolysis, but was not able to determine the degree. Cannot rule that out as the reason for the unexpected negative reactions on this instrument. The galileo operator manual states that samples exhibiting excesive hemolysis should not be tested on galileo, because they may generate erroneous results.customer did not have enough sample left to send for investigation. Reactivity of the e antigen was confirmed on retention crrs (I and ii), lot x274, used by the customer at the time of the event.

Event description:
Customer reported that the galileo missed a known anti-e antibody with the 2 cell screen when testing a patient sample. The instrument had just had the camera replaced, and they were in the process of validating the new camera.